Event description:
It was reported that the patient's system was removed due to a possible lumbar radiculopathy that developed after implant. It was stated the patient experienced leg pain and weakness on the same side as the device after implant which appeared to be nerve related. It was stated the patient's device was removed "per patient's request." A neurologic evaluation, including MRI, showed no trauma, but it was stated "circumstances imply interstim was the cause." It was stated the patient was improving after the device was removed. The patient outcome was reported as "serious injury - ongoing - improving." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).